Event description:
It was reported that a registered nurse and urologist were attempting to catheterize a patient with a 20f foley catheter. After a lot of manipulation and attempts it was removed. After removal the staff noticed that, although the retention balloon had been deflated, it was still partially inflated. Attempting to continue to deflate the balloon after removal, it would not reduce in size. This led to increased pain for the patient, so they wanted to know about this for the existing 20f coude catheters in supply. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions taken at this time since a root cause was not identified. The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a registered nurse and urologist were attempting to catheterize a patient with a 20f foley catheter. After a lot of manipulation and attempts it was removed. After removal the staff noticed that, although the retention balloon had been deflated, it was still partially inflated. Attempting to continue to deflate the balloon after removal, it would not reduce in size. This led to increased pain for the patient, so they wanted to know about this for the existing 20f coude catheters in supply. No medical intervention was reported.